Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5 cm abdominal aortic aneurysm. It was reported that after the stent graft was implanted an endoleak was noticed on the final angio run. The source of the endoleak could not be determined and the cause of the endoleak is unknown. No intervention was performed and the physician will monitor the patient. No clinical sequelae were reported and the patient is fine.